Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of colors issue on the system monitor display was confirmed via the submitted pictures; the reported event was not reproduced during analysis. The returned system monitor, serial number (B)(6), was evaluated. The unit was powered on and the data on the screen appeared to be readable; the reported event of colors issue on the system monitor display was not reproduced. Using laboratory test equipment, the unit was tested for several days and found to function as intended. A full functional checkout was performed, and the unit passed all tests without any functional issues. The system monitor was returned to the rental pool. A specific root cause for the reported event was not able to be determined during the evaluation of the unit. Abbott will continue to monitor for similar incidents. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). If the system monitor screen does not work, contact abbott's technical service department. Inspection of equipment prior to use and general maintenance of the heartmate ii system are addressed in the power module instructions for use manual. The heartmate power module instructions for use (IFU), cautions the users to contact the vad coordinator or hospital contact for assistance if the system monitor does not function properly or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an issue with the colors on the system monitor display.